Event description:
Provider states they put the lift out on a patient this past weekend and they complained that the pump was leaking. Provider states his technician went to the house to pick up the lift and noticed that grease leaked in his truck from the pump as well but he was able to clean it up no property damage.